Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that there was a blue splatter on the screen underneath the cover. Customer's blood glucose level was over 600 mg/dl. He fell during a hurricane. The customer was hospitalized due to a diabetic ketoacidosis. The insulin pump stopped working. The customer's blood glucose level also dropped to 50 mg/dl. The device was not returned.